Event description:
It was reported patient experienced leg pain and symptoms of lower extremity weakness after a drg trial procedure. As a result, the leads were pulled out to address the address the issue.

Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.